Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in valve side assessed as cracked valve seat diaphragm valve and partial delamination of valve assessed as adhesive failure. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: wear abrasion is observed. Crease is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right deflation and capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, deflation

Event description:
Healthcare professional reported right deflation and capsular contracture baker grade unknown. The device has been explanted and replaced.